Event description:
It was reported that an alert was received due to high out-of-range shock impedances measuring 126 ohms. It was noted that daily measurement have been varying from 66-126 ohms. Technical services discussed troubleshooting options. At this time, the right ventricular (rv)lead remains in service. No adverse patient effects were reported.